Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. The customer stated the usb cable does not fit properly into the usb port. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.